Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant surgery, the physician attempted but did not use a cardiac resynchronization therapy defibrillator (crt-d). The physician stated that the device would not read a competitor lead correctly. The impedances were not in proper range. After approximately twenty attempts to re-insert the lead into the device header, the physician explanted and replaced. The same issue came up with the replacement device, however after five attempts, the issue resolved itself. The physician noted that he believes it is a problem with the ring. The second device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.